Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the patient had a revision to replace their depleted battery on (B)(6) 2016 and the patient was unable to turn on their new implantable neurostimulator (ins) using their patient programmer. The hcp used the clinician programmer and saw a power on reset (por) message. The programmer indicated an invalid serial number and then the application card was full. The hcp interrogated the ins and the por cleared successfully. The por cleared somehow prior to calling and no por message occurred when interrogating the ins. The ins must have been regenerated after interrogating. The application card full message was resolved after clearing some patient data files. The patient¿s therapy had not been in use and was off set at 0v and the patient had no stimulation sensation. The hcp was going to program the patient for optimal sensation at a lower amplitude. On the current program the patient felt stimulation at 5.4v and their past setting was around 2.5v. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the cause of the power on reset (por) was due to the new implantable neurostimulator (ins) not being programmed in the operating room.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had their battery replaced and the wire reset in (B)(6) of 2016. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.